Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed rewind, basic occlusion, and displacement test. The motor passed the motor test. The device had broken battery tube thread, broken reservoir tube lip, cracked reservoir tube, minor scratches on the display window, and missing end cap sticker noted.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had damage. The battery compartment had a crack on the treads. Customer stated he had been experiencing high due to stress. Customer stated the batter cap wasn't holding. Customer didn't recall her exact blood glucose level. Troubleshooting was performed and customer stated the damage was on the reservoir compartment. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.